Event description:
It was reported that during the implant procedure, the patient experienced diaphragmatic stimulation. The left ventricular lead was not used and a new lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the lead was not implanted.